Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The proximal conductor was melted. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated stretching. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise during interrogation and on detected episodes. At least one treated atrial tachycardia (at)/atrial fibrillation (af) episode resulted in inducing at/a flutter. They were unable to replicate noise in the clinic with provocative maneuvers. Noise was only noted in clinic when pacing the atrial lead. The ra lead was explanted and replaced. Also, the right ventricular (rv) lead had a high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.